Event description:
Medtronic received information that 14 years and 9 months post implant of this 25mm aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was severe aortic insufficiency. Subsequently 8 days later the patient had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.